Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was pre-operatively diagnosed with adjacent level ddd ( degenerative disk disease) and underwent surgery at l4 level. During the surgery, the tip of the driver broke off. The screwdriver interface with the bone became so hard that it stopped turning and as a result the tip of the screw driver broke off. The product came in contact with the patient. No fragments of the driver were remaining in the patient. No patient complications were reported.

Manufacturer narrative:
Visually confirmed approximately ~4mm of the instrument tip has been broken off, consistent with interface during usage. Inspection of the shaft diameter and material hardness confirmed conformance to print specification. Fracture surface analysis of both instruments identified a fairly flat fracture surface and circular material movement, consistent with torsional overload. The above findings are consistent with torsional overload. If information is provided in the future, a supplemental report will be issued.